Event description:
Event desc: pt had a cesarean section. The cautery release button on the bovie pen did not release and stayed in the on position. The pen was placed on the drape and not in the holder. There was a small hole in the drape into the leg security belt. The burn did not go through the belt. There was no injury to the pt. Device usage problem: device malfunction that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Confirmed by phone on (B)(4) 2010 the event as described by the initial reporter. End-user did not use the provided holster to place the device in when not in use. The device was discarded and not available for eval.